Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue, the company service representative adjusted the screws and added lock-tight. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event is attributed to component wear/reliability. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported a aberrometer wobbly, dovetail somehow became loose. The screws were adjusted, aligned and added lock-tight so it stayed in place.